Manufacturer narrative:
Na

Event description:
It was reported that the ventilator's turbine went inoperative. It is unk if the ventilator was connected to a pt or if it alarmed. No further info at this time.